Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the surgeon fully fired the device, however ,it was difficult to remove from the tissue smoothly. The surgeon removed the device by force. There was no patient injury.